Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/chronic pelvic pain/worsening pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/worsening abnormal bleeding"), abdominal pain ("abdominal pain"), headache ("headaches/worsening headaches"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), pelvic discomfort ("discomfort"), uterine spasm ("uterine cramping"), migraine ("worsening migraines"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (to remove her fallopian tubes, uterus and for removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort and uterine spasm had resolved and the genital haemorrhage, abdominal pain, headache, alopecia, tooth disorder, fatigue, abdominal distension, anxiety, depression, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain, tooth disorder and uterine spasm to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/chronic pelvic pain/worsening pain') in an adult female patient who had essure (batch no. D01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, pelvic pain female, ovarian cyst, vaginal bleeding and uterus enlarged. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/worsening abnormal bleeding"), abdominal pain ("abdominal pain"), headache ("headaches/worsening headaches"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), pelvic discomfort ("discomfort"), uterine spasm ("uterine cramping"), migraine ("worsening migraines"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (to remove her fallopian tubes, hysterectomy total abdominal laparoscopy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort and uterine spasm had resolved and the genital haemorrhage, abdominal pain, headache, alopecia, tooth disorder, fatigue, abdominal distension, anxiety, depression, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain, tooth disorder and uterine spasm to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Right side located essure device placed and deployed without difficulty according to instructions 1 coil in os. Left side located and essure device placed and deployed 2 coils in os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/chronic pelvic pain/worsening pain') in an adult female patient who had essure (batch no. D01971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, pelvic pain female, ovarian cyst, vaginal bleeding and uterus enlarged. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/worsening abnormal bleeding"), abdominal pain ("abdominal pain"), headache ("headaches/worsening headaches"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), pelvic discomfort ("discomfort"), uterine spasm ("uterine cramping"), migraine ("worsening migraines"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (to remove her fallopian tubes, hysterectomy total abdominal laparoscopy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort and uterine spasm had resolved and the genital haemorrhage, abdominal pain, headache, alopecia, tooth disorder, fatigue, abdominal distension, anxiety, depression, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain, tooth disorder and uterine spasm to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Right side located essure device placed and deployed without difficulty according to instructions 1 coil in os. Left side located and essure device placed and deployed 2 coils in os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: lot number, medical history, reporter information, patient's date of birth were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pain/chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), medical device discomfort ("discomfort") and uterine spasm ("uterine cramping"). The patient was treated with surgery (to remove her fallopian tubes, uterus and for removal of the essure devices). Essure was removed on 19-sep-2017. At the time of the report, the pelvic pain, medical device discomfort and uterine spasm had resolved and the genital haemorrhage, abdominal pain, headache, alopecia, tooth disorder, fatigue, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, medical device discomfort, pelvic pain, tooth disorder and uterine spasm to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received. New events added- discomfort and uterine cramping. Event outcome of pelvic pain/severe pain/chronic pelvic pain was updated as recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain/chronic pelvic pain/worsening pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/worsening abnormal bleeding"), abdominal pain ("abdominal pain"), headache ("headaches/worsening headaches"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), pelvic discomfort ("discomfort"), uterine spasm ("uterine cramping"), migraine ("worsening migraines"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("auto-immune symptoms"). The patient was treated with surgery (to remove her fallopian tubes, uterus and for removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort and uterine spasm had resolved and the genital haemorrhage, abdominal pain, headache, alopecia, tooth disorder, fatigue, abdominal distension, anxiety, depression, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, autoimmune disorder, depression, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain, tooth disorder and uterine spasm to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events hypersensitivity symptoms, auto-immune symptoms and worsening migraines were added. Events worsening pain was clubbed with pelvic pain, worsening headaches clubbed with headaches and worsening abnormal bleeding clubbed with abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches"), alopecia ("hair loss"), tooth disorder ("dental issues"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (for removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, alopecia, tooth disorder, fatigue, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.